Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04499. It was reported that the patient presented for a generator change out procedure due to elective replacement indicator (eri). During procedure, it was noted that the right atrial lead had noise. Noise resulted in oversensing and was reproduced during pocket manipulation. Underpacing in the atrium and some loss of av synchrony was also noted. Inadequate sensing and high capture threshold were noted on the right ventricular lead. The right atrial and the right ventricular leads were capped on (B)(6) 2019 and a new lead was implanted. There were no patient consequences.